Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A device history review revealed no issues that could have caused or contributed to the reported issue. A definitive root cause could not be determined as the event could not be reproduced. Based on the results of the investigation, it is likely that the following led to the malfunction: some force beyond the adhesive strength was applied to the guidewire tip during the procedure. This might have caused the adhesion peeling between the guidewire tip and the distal tip. As a result, the guidewire tip came off. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the tip of the retrieval basket broke during a therapeutic endoscopic retrograde cholangiopancreatography procedure. The procedure was completed with a similar device. There were no reports of patient harm.